Event description:
(B)(6) - birth with massive postpartum bleeding, re-insertion of a celox tamponade, after about 24 hours removal of the tamponade, after 36 hours the same symptomatology. Findings confirmed.

Manufacturer narrative:
Celox gauze is cleared as a temporary external use device. The cause of the infection is unknown at this stage and further information has been requested from the hospital in germany. Note: this model is not sold into the USA but is the same composition as a product that is sold into the USA under k080097.

Manufacturer narrative:
In conclusion, a review of data provided by dr. Ramsauer by medtrade technical, microbiology and clinical experts did not identify a causal link between the sterile celox tamponade product as delivered and the symptoms experienced by the 2 patients.

Event description:
(B)(6) - birth with massive postpartum bleeding, re-insertion of a celox tamponade, after about 24 hours removal of the tamponade, after 36hours the same symptomatology. Findings confirmed.